Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2018 at 9:00 am due to a high blood glucose of 500 mg/dl. Symptoms that were reported at the time of the incident included dizziness. The customer was treated for high blood glucose via insulin pen. The customer reported having issues with the insulin pump leading to the emergency room event. The customer also stated having no delivery alarm on the insulin pump. Troubleshooting was provided. No products will return for analysis.